Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. The philips product support engineer (pse) troubleshot the is issue with the customer over the phone. Therefore, the reported condition cannot be verified. No parts were returned to philips for evaluation.

Event description:
The customer reported that the ventilator touchscreen is inaccurate especially at the top left. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 27feb2019, date rec¿d by MFR : 15feb2019. The customer reported that the touchscreen was replaced and the unit was returned to service submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.